Manufacturer narrative:
(B)(4). Additional information was received that the device was explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, device data was insufficient to obtain battery status due to resets. Device indicates that resets occurred at or post-explant. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.